Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A patient reported that she had a rash under the lifevest. The rash was reportedly red, itchy, and was not bleeding. During a later follow-up call the patient reported that the rash worsened and became infected. The patient reported being admitted to the hospital as a result of the infection. The patient's physician advised the patient was allergic to the device. The medical outcome of the infection is unknown.